Event description:
In the cardiac cath lab an 8f angio seal was deployed in the right remoral artery at - 1530 per MFR's instructions. Pt was transferred the next day. Angio seal inserted was found to have dissected the rt femoral artery. The pieces were removed in surgery. The artery was replaced with ptfe graft.